Event description:
It was reported that the iodine sponge fell out of the minicap upon opening the packaging. The issue was noted before patient use. There was no patient injury or medical intervention reported. No additional information is available. This is event 3 of 15.

Manufacturer narrative:
(B)(4). As the device was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.